Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll chelmsford for evaluation. The customer's report was observed and verified to the pcb board. The pcb board was replaced to resolve the report. The device was recertified and returned to the customer. The batteries used at the time of the report were not returned as part of this investigation. Analysis for reports of this type has not identified an increase in trend.